Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during pumping. Subsequently, the customer disconnected from the pump. Reportedly, the pump battery then depleted quickly and the pump shut off. The customer's blood glucose level was 231 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.